Event description:
It was reported that during device unpacking and prior to use the 4.0 x 18 mm xience xpedition stent delivery system (sds) met resistance during removal from the plastic coil. Using extra force to remove the sds the shaft separated in the middle. The device was not used. There was no patient involvement. A second unspecified device was used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent information received from the site states, the device was used in the anatomy. The xience xpedition stent delivery system (sds) met resistance in the anatomy during advancing. While attempting to negotiate the sds in the vessel using force the catheter shaft became detached. There was no reported adverse patient effect. No additional information was provided.